Manufacturer narrative:
Concomitant medical products: model: ddmb1d1; implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a confirmed fracture on the right ventricular (rv) lead. It was noted that the lead broke off during the extraction process. Thus, the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.